Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of an ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm it was noted that the aortic body and the right and left aortic body iliac limb overlap were ballooned. The case was completed successfully with full exclusion of the aneurysm and a patent aortic body and iliac limbs. There was a type ii endoleak( not considered to be device related but rather related to the anatomy ) noted at the conclusion of the implant procedure. While the patient was in the recovery room hours following the index procedure, the patient had a diminished pulse in the left lower extremity and paralysis in the bilateral extremities due to an ischemic spinal cord infarction (embolic). After a stat cta, significant narrowing in the proximal left limb was observed. The patient was brought back into the or for an additional procedure where a mechanical thrombectomy and placement of kissing bare metal stents in the bilateral iliac limbs. The patient returned on (B)(6) 2017 with continued paraplegia due to worsening if bilateral lower extremity and recurrent numbness. The patient did not return for the 1 month or 1 year routine follow-up therefore the patient condition is unknown at this time.